Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The field service engineer (fse) was dispatched to site and confirmed the issue. The fse replaced the parts to resolve the problem. An investigation was performed on the returned part, the root cause was due to the broken trace on the alarm (red) led caused the error check vent alarm led failed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated a alarm led failed error message. No patient involvement.